Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11/15/2018. Philip's field service engineer (fse) evaluated the device and verified the reported condition. The ventilator was shutting down during service. The fse checked the battery connection and saw intermittent connectivity issues. The battery connector (res pin) was not snug. The pin was pushed back, causing intermittent connectivity. The fse pushed pin up and verified that pin stayed in placed. The issue was resolved.

Event description:
The customer reported that the ventilator shutdown during transport. The ventilator was in use on a patient at the time of the event. There was no patient harm reported as a result of the event. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 27dec2018. Date of manufacturer: 26dec2018. Received information that the patient was transferred to an alternate source of ventilation at the time of the event. There was no patient harm. Gender of the patient: male.